Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The screen was scratched. A cassette was attached to the pump, and it ran with no issues. The customer reported product problem was not replicated. The investigator recalibrated the upstream sensor and replaced the downstream sensor as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported a "no disposable" alarm was observed with the pump. No patient injury or complications were reported in relation to this event.